Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The consumer informed the company that the product had been discarded.

Event description:
Mouth cut [mouth injury]; tooth brush head fall apart in mouth caused my mouth to be cut [injury associated with device]; tooth brush head fall apart in mouth [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b brushhead, version unknown fell apart in his/her mouth and caused his/her mouth to be cut. The case outcome was unknown. Relevant history: none reported. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the product was oral-b dual action brushheads, and the consumer no longer had the product. The case outcome remained unknown. No further information was provided.